Event description:
The consumer reported the patient had experienced a loss or change of therapy. The patient had an accident on the day of the call ((B)(6) 2016) because she could not get stimulation to increase on program 1 since the day prior. During the call it was confirmed the patient could not feel stimulation and the therapy was confirmed to be on. It was noted the patient was seeing "upper limit reached" at 0.0 while trying to increase stimulation on program 1. During the call, the patient changed to program 2 and was able to increase stimulation to 0.8 and was feeling stimulation comfortably. The change in therapy/symptoms was considered sudden. The patient's indication for use was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.